Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: missing metallic tip. Probable root cause: tip breaking due to design or manufacturing of electrode or ceramic. Electrode design. Mim electrodes-variability in electrode material mixture, internal micro cracks, excessive re-grind, tool wear or rework. Laser-variation in cnc control, loose threads or motor off, or laser focus off. Etch-over or under-etching. Voids in ball-forming process. Ceramic design. Variation in material mixture of ceramic, manufacturing workmanship errors, excessive glass binders leading to fractures. Use error. The failure mode will be monitored for future reoccurrence. Mfg date: (B)(6) 2016. (B)(4).

Event description:
It was reported that during the procedure it was noticed that metallic tip was missing from the probe.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that during the procedure, it was noticed that metallic tip was missing from the probe.